Event description:
A patient with a previously implanted aneurx endograft (date unknown) developed a proximal type I endoleak. The endologix 28-28-55l proximal extension successfully repaired the leak.

Manufacturer narrative:
Device not manufactured by endologix.